Event description:
The customer reported that the simplygo mini device had a yellow alarm displayed, and the unit got hot and turned off. The customer alleged the device malfunction caused her oxygen to drop to 56 and her lips to turn black (hypoxia). No medical intervention was reported. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The customer reported that the simplygo mini device had a yellow alarm displayed, and the unit got hot and turned off. The customer alleged the device malfunction caused her oxygen to drop to 56 and her lips to turn black (hypoxia), which cannot be confirmed, nor refuted, based on the evidence present. No medical intervention was reported. Of note, this device is not intended to be life-sustaining or life-supporting. The device was forwarded and returned to the product investigation lab (pil) for evaluation. The pil was unable to replicate the yellow alarm, unit shuts off, and unit gets hot. Unit performed as intended. However, pil was able to confirm the unit had sieve health replace, motor rpm increased (hot), very low o2 entries in the event log on the date of occurrence stated in the complaint. These entries and the physical condition of the unit upon arrival are indicative of an occlusion caused by a buildup of dust. The device was scrapped.